Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Patient was throwing up. As treatment for hyperglycemia, a manual injection of insulin (10u) was delivered and a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and found to be kinked on the exposed portion. During fluid path test, fluid was observed leaking through a tear on soft cannula at the point where it was already kinked. It could not be determined when this damage to soft cannula occurred. The bottom and the middle batteries were found to be depleted and so, the pod data download was attempted by powering the pcb using external power supply. But the pod did not communicate with the pdm and data could not be downloaded. No determination on insulin delivery during the pod's operation could be made without the download data. Crack was observed on the top housing. It could not be determined when this crack occurred. Reservoir cap and ratchet gear were observed to be damaged. It could not be conclusively determined if these damages were linked to post-use damage.